Manufacturer narrative:
Image review: the target vessel exhibited diffuse disease with the vessel being pre-dilated throughout it's length before the successful delivery and deployment of a long stent to the mid to distal vessel. This was followed by the delivery of what appears to be the (B)(4) to the proximal diseased part of the vessel. This device was withdrawn without being deployed. There is no evidence of any issues with the guide wires. But the use of the micro-catheter with the guide catheter suggests that the vessel morphology was difficulty and procedural accessories were needed to support device delivery. Another stent was delivered and deployed successfully.

Manufacturer narrative:
Product analysis: the distal tip was partially damaged. The distal inner and outer shafts were ripped starting at the guidewire entry port and extending 19.0mm distally along the shaft. The edges of the inner and outer shaft material was jagged and uneven along the tear. Negative prep confirmed the presence of a leak. On pressurization of the device water was visible leaking along the torn distal shafts. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. During the procedure, no resistance was encountered during delivery, the device crossed the target lesion. The physician attempted to inflate the balloon to 16 atm but the device failed to inflate, no inflation at all. Negative pressure was performed and there was a reverse blood flow noted at the inflation device. The physician removed the device and inflated the balloon outside the patient and noted that there was a leak from the catheter delivery system. No patient injury reported. The procedure was completed with another resolute integrity device.